Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a female patient who underwent submammary tuba and submuscular tuba suffered a neck, back, and shoulder pain which required reoperation title:¿ experience with transumbilical breast augmentation" the author describes the operative technique and results in 90 patients who underwent tuba between october 1996 and july 2000 by the same surgeon in a community practice. A total of 85 patients underwent submammary tuba and 5 patients underwent submuscular tuba mentor implants were used in this study, however catalog and lot number were unknown.